Event description:
The eda patch was placed over the injection site and an eda baseline was established. A total of 130 ml was to be injected at 2.2 ml/sec. The injection was completed and the eda appeared to be in use through the entire injection. Upon removing the needle and the patch a rather large extravasation was noted. Although contrast was noted in the kidneys and bladder it was not the entire 130 ml. No arm scan was done. The facility did perform an x-ray of the arm although a volumetric measurement of the amount of contrast that extravasated could not be determined from this. The patient was not in pain, however, due to the size of the extravasation, it was estimated to be greater than 20ml. The radiologist applied ice packs on the extravasation site and elevated the arm. Patient was instructed to apply warm compresses for 2 days after this.